Event description:
Customer complaining of red blinking x in the ready for use indicator. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.